Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that a balloon tip fracture occurred. Vascular access was obtained via the radial artery. A percutaneous coronary intervention was being performed on a 90% stenosed, mildly calcified and moderately torturous lesion in the mid left circumflex artery. The lesion was pre-dilated with a 2.5mm x 20mm maverick balloon. A 2.50mm x 30.00mm agent drug coated balloon (dcb) was introduced but was unable to be inflated. The balloon was removed intact and nothing was left inside the patient. Upon removal the tip of the balloon was found to be fractured. The procedure was successfully completed with a different device without issue or patient injury.